Event description:
It was reported that a 8 mm graft was attempted to be used for femoral cannulation perfusion during a heart operation. The graft did not fit over the bulb on the cannula. A 10 mm graft was then used and the surgery was successfully completed. It should be noted that femoral cannulation perfusion is not an indication of intergard prostheses. It is therefore an off-label use of the device.